Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The off no power alarm was unable to be verified due to blank display. The insulin pump was received with minor scratches on the display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call off no power alert and blank display on the insulin pump. Customer's blood glucose level was 193 mg/dl. Troubleshooting for off no power was performed. Customer advised they replaced the battery on the device daily. Customer advised this was the second occurrence of the off no power anomaly without a low battery warning. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.